Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the c5 system panel. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to the power supply connection of the displays. The technician corrected the loose screws to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that three displays on the c5 system panel blacked out during priming. There was no patient involvement.